Manufacturer narrative:
Additional information received on january 20, 2022 indicated that the suspect device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 11, 2022 indicated that the patient underwent bilateral replacements with mentor saline implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 275cc saline implants experienced left-sided deflation, post procedure. As a result, patient underwent bilateral replacements with unknown mentor saline prosthesis on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 8, 2022, the patient underwent bilateral replacements as follow: l/ cat#: 3502250, sn#: (B)(6), r/ cat#: 3502250, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).